Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additional information was not provided, and the customer declined further follow up from tandem technical support. There was no reported adverse impact to customer¿s blood glucose level.